Event description:
The customer reported to customer service that the housing on her power supply for her breast pump came apart.

Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer, they indicated the seam along the power supply became unglued and the housing comes completely apart. The customer did not witness smoke, spark, flame and stated no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported the housing comes completely apart which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.